Event description:
Additional information was received from the patient. The patient reported that cause of the communication issues was determined. They reported that what most likely caused or contributed to this issue was that the battery was dead. They reported that steps taken to resolve the issue included that they would have the implant removed. They reported that the issue had not yet been resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller said they can't get the handset and communicator to connect to the stimulator and they need to get an MRI. They kept getting the message "device not responding, reposition communicator retry". Both devices were fully charged. Today was the first day they tried to connect. Caller said, they had a problem with this one time before last year. Walked caller through trying to connect the communicator and handset. Confirmed light was solid blue, communicator was unplugged from charging cord, blue side was against skin vertically, patient could palpate stimulator, repositioned communicator. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue to see if battery has reached end of life.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.